Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed and the ipg was successfully recharged within a four-hour cycle. Analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that have contributed to the inability to charge or longer charging time than expected which were possible misalignment of the charger with the ipg causing lower than expected charge current, and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. With all the available information, boston scientific concludes that the reported event of ipg unable to take a charge was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg.

Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to take a charge. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to take a charge. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.